Manufacturer narrative:
Multiple attempts have been to try to obtain the repair result but no response received from the customer. Philips respironics as not authorized to evaluate the device

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator turns on by itself. The ventilator was not in use on a patient at the time of the even occurred.